Event description:
The customer did not know the reason for the return of the alarm. There was no pt injury reported. Inspection of the product by posey shows that the battery springs are pushed down, causing intermittent power.

Manufacturer narrative:
(B) (4). Eval: results: eval of the returned product shows that the alarms battery springs are pushed down causing intermittent power. There are minor scratches and chips on the alarm case. (B) (4).